Event description:
Centrimag blood pump was primed and ready for use. Shortly after support was initiated, pump began to make a "grinding" noise and the flow alarm on the centrimag console sounded. The centrimag motor was checked to confirm that the pump was seated and secured correctly. Suspect pump was placed in back-up motor, but noise recurred. A back-up centrimag pump was connected to the circuit and seated in the drive motor. The back-up pump functioned as expected and support was resumed.

Manufacturer narrative:
Suspect pump was sent back to levitronix. Suspect pump was tested in a mock loop. The device produced demand flow but made a rattling noise. The rattling noise was coming from the impeller assembly and not from the impeller contact with the pump housing. The pump was cut open and the impeller assembly was removed. The impeller assembly was then cut open and it was discovered that the bond between the magnet and the impeller housing was compromised. There was evidence between the magnet and impeller housing which confirmed proper pump assembly. This is the only reported complaint for this lot of centrimag blood pumps. With over 4000 centrimag pumps used worldwide, we have not seen an event similar to this event clinically. Levitronix will continue to monitor for trends.